Manufacturer narrative:
(B)(4).

Event description:
It was reported that on post day 2, the surgeon contacted the ees representative inquiring about staple height in relationship to staple line. The patient returned with rectal bleeding which was presumed to be from the staple line as part of the starr procedure. Text message received from the surgeon on (B)(6) 2012 stated, "did a sigmoid scope and found bleeding at the distal staple line controlled with 2 endo clips and 2ml of epinephrine was given. Proximal staple line was ok. This happened 8 wks post op so I am not sure if you need to make a report. As I do not think it had anything to do with the stapler. She was on aspirin and plavix and could have stopped these drugs 5 days ago when she first noted a little bit of bleeding but she never thought about doing that.